Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during an implant procedure, this right ventricular (rv) lead's proximal coil was observed to be extended causing the physician to believe it had fractured. The rv lead was explanted prior to pocket closure and was never in service. No adverse patient effects were reported.